Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps has a damaged tip as a frayed cable was identified. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no instrument or tool collisions occurred. No arcing was observed. After completion of this procedure, the instrument was not inspected for damage. The customer stated no patient injury occurred. Patient related information is not available. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Intuitive has received the instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a frayed cable and a damaged tip. Failure analysis found the primary failure to be related to the reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley and thermal damage was observed. No material missing. Electrical continuity was tested and failed. The root cause is attributed to a component failure. Additional finding reported was the instrument was found to have thermal damage at the yaw pulley. The instrument has charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The root cause is attributed to mishandling / misuse. The instrument was found to have thermal damage exposed electrode at the tip of the yaw pulley. The root cause is also attributed to mishandling / misuse. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 lot# k10220323-0706) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 55 minutes. The alleged event occurred on the 9th use of the instrument with 5 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument was found to have insulation damage on the conductor wire with internal wires exposed. Additionally, thermal damage at the yaw pulley was found. Although there was no arcing reported by the customer, the thermal damage is potentially indicative of stray energy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.